Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 1 of 2. Reference report#1627487-2018-02967. It was reported a tear in the dura mater and subsequent cerebrospinal fluid (csf) leak occurred (confirmed with dye on l4 vertebral level and possibly at l5 level) when the physician was implanting permanent drg leads. Reportedly, following the procedure, patient experienced moderate headache. The physician planned to monitor the patient status. Patient reported to be doing well.